Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review, it was noted that the right atrial lead exhibited undersensing. It was suspected that the primary reason for undersensing was that at the time of implant the patient had received several atrial ablations and it was difficult to find a implant site with good sensing characteristics. No intervention was performed. Patient remained stable during and post event.